Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 25 years post implantation due to cup protrusion and pain. During the surgery, it was found that the liner had dislodged and the locking mechanism had cut into the liner. The head and liner components were removed and replaced.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays by a third party hcp noting possible polyethylene wear, osteopenia and possible liner dislodgment and cup protrusion. DHR was unable to be reviewed as the lot number for the device involved is unknown. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05421, 0001822565 - 2019 - 05424, 0001822565 - 2019 - 05425.

Event description:
It was reported patient has been indicated for revision due to unknown reason approximately 25 years post implantation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.